Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. It was reported that a gap had developed between the bare spring and graft material at the origin of the left renal artery. The gap was worsening and the physician was considering intervention to avoid a potential type I endoleak (see MDR report # 2953200-2009-00791). Intervention was performed by first placing an endurant aortic cuff that developed fine. Then a talent aortic cuff was placed beneath the endurant cuff to bridge the gap between the endurant cuff and the talent. The talent aortic cuff deployed fine but a clicking sound was heard during deployment. As the physician was pulling the grey grip handle to re-sheath and remove the delivery system, the grip handle came off the inner body. As the physician was attempting to withdraw the delivery system, it got stuck as it caught on the migrating talent device. It was reported that when the delivery system was finally removed, it was found it had damaged the patient's right iliac artery. The damaged area was sewn up by the physician. It is unknown if the tapered tip was fully recaptured before the delivery system was withdrawn. The patient is fine. The delivery system was not returned for analysis.

Manufacturer narrative:
Device not returned. No films or operative reports available. Required secondary intervention.